Event description:
The customer received a questionable thyrotropin (tsh) result for one patient sample. The initial result was 0.1 uiu/ml and the repeat results on (B)(6) 2015 were 4.86 and 4.49 uiu/ml. The erroneous result was not reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 183827 with an expiration date of 10/30/2015.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Manufacturer narrative:
Based on the provided data, a specific root cause could not be identified. A reagent issue could not be identified, but a reagent maintenance or handling issue was possible as the customer was not performing calibration or qc as recommended.